Event description:
Device issue: tip separation. Time of device issue: unknown. Adverse event: none. It was reported that the absolute was unable to be loaded on to the non-abbott guide wire. A second absolute was used to complete the procedure with the same guide wire. There were no adverse patient effects. There was no additional information provided. During device analysis, it was found that the device tip was separated and was not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) is consistent with the reported information that the device was not inserted into the patient anatomy. However, there was saline in the distal sheath and on the stent implant suggesting that the device was at least prepped for use. The stent implant was stationary between the markers with no damage noted, the distal sheath was not retracted and the handle was in the locked position. This is consistent with the reported information that no attempts were made to deploy the stent. Analysis noted a kink in the shaft distal to the strain relief tubing. This damage was not originally reported and is likely a result of handling during preparation for use and/or from handling during packaging/shipment back to abbott vascular for analysis. This damage does not appear to have contributed to the reported complaint. The stylet was returned with no damage noted. Difficulty inserting the guide wire into the device tip can be a result of, but not limited to, guide wire size selection, damage to the guide wire or tip, blood or contrast build up on the guide wire, and/or physician technique. Analysis of the returned product noted that the tip was separated and not returned. The stent implant was deployed to identify the location of the tip separation. The tip was separated from the guide wire lumen with jagged fracture faces, suggesting that the separation may be related to a tensile overload (material stress/fatigue). A new 0.035 guide wire was backloaded through the sess with no resistance noted. Attempts were made to obtain additional information regarding the tip separation; however, the account was not aware that the tip had separated. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. In this case, it is possible that during removal of the stylet, the tip of the device may have inadvertently been removed, which may have contributed to the reported difficulty to insert the guide wire. However, a definitive cause for the reported difficulty inserting and the noted tip separation could not be determined. All absolute self expanding stents are 100% visually inspected on the manufacturing line for damage. Additionally, a sampling of units is destructively tested to verify product quality.